Event description:
A dialysis catheter was implanted via the right subclavian vein. After 1 month, the pt was referred to the hospital because of bleeding. The doctor found that it is caused by the catheter fracture. The fracture site in the extension tube and pipe connection part of the bifurcation.

Manufacturer narrative:
The complaint of a break in the 15cm niagara slim-cath straight catheter was confirmed but the cause is unk. Yellow discoloration was seen on the luer adaptors, extension legs, clamps, and the proximal end of the catheter. This indicated that the catheter was exposed to a harsh skin prep, cleaning solution, or ointment. The IFU warns against prolonged exposure to certain antiseptics and ointments. The catheter was returned in two segments. Both catheter segments were patent to infusion. The complete break in the catheter was found in the bifurcation. The proximal segment was approx 4.4" long while the distal segment was 6.7" long. The proximal end of the d/l tubing had a straight edge that appeared to be the manufactured cut. This indicated that the inner tubing did not break; but that the break in the bifurcation corresponded with where the d/l tubing meets the two molded lumens inside the bifurcation. The break in the bifurcation material was jagged and irregular. When the two segments were mated up to each other, the jagged edges matched up without any missing segments. Microscopic examination of the edges of the break in the bifurcation revealed a dull veneer and a finely granular texture. It is possible that strong tensile forces can cause this type of damage to a catheter. However, the exact mechanism which caused the break in the catheter is unk at this time. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the mfg process. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.